Event description:
During ivtm therapy, the thermogard console (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message. The customer rebooted the console several times, however, the error could not be cleared. The console was replaced to continue the therapy. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.